Manufacturer narrative:
The customer reported problem was unconfirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer reports error code 354.6770 on their 8110 (sn: (B)(4)) failure device type: failure problem type: failure mode: case resolution: recommended customer replace the pressure sensor board assembly. Provided part number. Next I recommended the customer swap the pressure sensor with a known good. If issue does not clear, next would be logic board or the sensor harness. If logic board, recommended sending in for repair. Customer will move forward with recommendations. Ended call. Ref:_00d30y0yr._5000l1t647i:ref